Event description:
The customer reported the rn went to remove the guidewire from patient's ng tube when the purple cap of the guidewire came off. The wire underneath the purple cap was sharp and cut the rn's finger, resulting in a potential blood and body fluid exposure. The guidewire was still able to be removed after cap failure. The rn had to undergo bbfe protocols/treatment and started prophylactic medications. Per additional information provided on 22jun2026, bbfe (blood body fluid exposure) prophylaxis treatment is a standard treatment for potential exposure to bbfe. At this time, the staff was started on this treatment, harm level unknown.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.